Manufacturer narrative:
H10: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.0mm coupler ring was not able to fully attach and failed to complete anastomosis. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.